Manufacturer narrative:
Age at time of event: above 75 years old. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08705. It was reported that stent did not fully expand. The target lesion was located in the right iliac vein. An 18x40/10fr 75cm wallstent® endoprosthesis was advanced to treat the lesion. However, when the stent was deployed it expanded to 8mm. A 16x40/9fr 75cm wallstent® endoprosthesis was then advanced and deployed. However, post stent deployment, the same thing happened, the stent expanded to 8mm. Both stents were implanted but did not expand completely. Pre intravascular ultrasound (ivus) was performed and the vessel size was 16mm. After the stents were implanted, intravascular ultrasound (ivus) was performed again and the vessel size was only 8mm. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.